Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) would not boot up and there was no green light indicating power. There was no patient present when this issue was identified.

Manufacturer narrative:
Initial reporter information received. If information is provided in the future, a supplemental report will be issued.